Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic with the right ventricular lead exhibiting high impedance. The provider was able to reproduce the impedance fluctuation through pocket manipulation. Chest x-rays did not reveal any anomalies. No device intervention was reported. The patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
Correction: please retract this report 2017865-2019-05711. Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.